Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this ring was explanted after approx a 4 year, 1 month implant duration due to m itral regurgitation and coronary artery disease.